Manufacturer narrative:
Review of the batch files show the following: sample ID ch150017i05 performed in batch (B)(4) on (B)(4) resulted as positive with (B)(4) exp 08mar2012. Sci=1+ pos and visually appears positive, scii and iii resulted as negative and appear negative, pos control as expected. Other samples performed in the same batch performed as expected. Customer retested sample ID (B)(4) on echo (B)(4). Sample resulted as negative. Sci resulted as negative but visually appears positive. Scii and iii resulted as negative and appear negative. Pos control as expected. Crrid performed on sample ID (B)(4) cell 12 resulted as positive and visually appears pos, all other cells resulted as negative and visually appear negative. Pos and neg control as expected. Customers were instructed to visually examine negative results with crrs and capture-r ready ID on the echo in (B)(4) 2009.

Event description:
Customer reported unexpected negative result when testing a sample with capture-r ready screen 3 (crrs 3) on echo serial number (B)(4).